Event description:
According to the customer, in 2003, an erroneously elevated accu tnl result of 0.50 ng/ml was generated by an access 2 instrument. The erroneously elevated result was not reported out of the lab. The customer reran the sample three time for accu tnl on the same day. The first rerun of the sample was tested on stratus scs and the accu tnl result was 0.04 ng/ml. The second rerun was performed on a different chemistry analyzer and the accu tnl result 0.02 ng/ml. The third rerun was repeated on the same access 2 instrument and the result was 0.06 ng/ml. According to the customer, this patient was admitted through the emergency room with a suspicion of an acute coronary syndrome. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.